Event description:
Following a laparoscopic anti-reflux procedure, a pt experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2013. Dysphagia began two weeks after anti-reflux procedure. Gastroesophageal balloon dilation attempted (B)(6) 2014 but did not alleviate symptoms. Hiatal hernia enlargement noted in timeframe after device implant (2-3 cm at time of anti-reflux procedure increasing to 5 cm at time of device explant). Uneventful device explant on (B)(6) 2014. Device found in correct position and geometry. Pt condition after explant indicates dysphagia is resolved. Fundoplication completed at time of explant.